Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter zip: (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: our chemo department had an issue with a set. It was leaking when they were giving a patient their treatment.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 25-feb-2022. H6: investigation summary: a sample was received and tested by our quality team. The leak described in complaint was not realized even after multiple instances of priming and infusing using saline solution. The customer was contacted for further information on where the leak may have occurred and no further information was received. Without further information, the complaint of leakage could not be verified and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: our chemo department had an issue with a set. It was leaking when they were giving a patient their treatment.